Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, lints were found on the nitinol proximal and middle section of the guidewire. The guidewire nitinol section was soaked in water and the hydrophilic coating was examined wet. The wet hydrophilic coating revealed bump in the nitinol middle section. The guidewire polytetrafluoroethylene (ptfe) coating was examined, and it was discovered that the ptfe was peeled/scraped off at approximately between 10.0 cm and 355.0 cm from the proximal end. The ptfe coating appeared to be scraped off the guidewire with the torque device collet and retaining device. During functional testing, the returned guidewire and a demo excelsior sl-10 microcatheter were prepared as per direction for use (dfu). The guidewire was loaded and advanced through the proximal end of the demo microcatheter without friction and/or resistance. Since the microcatheter used with the guidewire was not returned it was not possible to determine if the microcatheter contributed to the reported complaint. The guidewire was attached to the returned torque device and the torque was smooth. The reported complaint that it was difficult to manipulate the guidewire with the torque device could not be confirmed. Additional information provided by the customer indicated that no anomalies were noted to the guidewire prior to use, the guidewire tip was a shaped (u-shaped), the torque device was able to tighten and loosened as required, no resistance was encountered during the procedure, and the patient¿s anatomy was not tortuous. Based on the investigation, the ptfe coating appeared to be scrapped off from the guidewire with the returned torque device collet, possibly due to insecure tightening of the torque device. The dfu instructs the user to ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)", a probable cause of user error was assigned to the as analyzed issue 'nv - guidewire ptfe coating peeling'. The cause of the bump on the wet hydrophilic coating in the nitinol middle section could not be definitively determined. The slight swelling of the hydrophilic coating did not appear to contribute to the reported torque issue. It is probable that the lints found on the guidewire were introduced to the device post procedure, although this could not be confirmed. While there are a number of potential causes for the analyzed 'nv - guidewire coating issue' and 'nv - product contaminated'; however, a review and analysis of available information failed to identify a definitive cause; therefore, undeterminable was assigned to these issues. It is probable that the uneven surface and inconsistent coating as well as lint observed along the nitinol coating length may have been caused as a result of difficult inserting the guidewire into the microcatheter during the preparation and handling, however, that could not be confirmed as a definitive cause. Since the guidewire torque was smooth during functional testing of the returned devices, the reported 'nv - guidewire torque problem' was not confirmed.

Event description:
Analysis of the returned device found that the ptfe (polytetrafluoroethylene) coating of the guidewire was peeled off. There was no clinical consequence to the patient as a result of this event.